Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for spinal pain. It was reported that the patient had drastically different volume discrepancies noted during a pump refill. A dye study was completed under fluoroscopy and the flow of the dye was obstructed. The cause of the volume discrepancy was not known. It was also reported that the patient was in pain and an inflammatory mass/granuloma was suspected and the pump and catheter were explanted on (B)(6) 2016 by the managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.